Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation bipap auto sv unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device was found scratched lcd screen and pcba electrical damage was observed and found no visible foam particles. The customer's complaint could not be confirmed. In addition, the device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dream station bipap auto sv unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation secondary findings were observed there was no error codes found. The third-party service center concludes that they could confirm the customer's allegation and there is visible foam degradation and unit got scrapped. Box: h has been updated.